Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that during an upgrade to a bi-ventricular (bi-v) implantable cardioverter defibrillator (ICD) implant, noise was seen on the pace/sense portion of the chronic right ventricular (rv) lead when it was inserted into the bi-v ICD. No noise was seen when it was connected in the old ICD so the physician suspects that damage probably occurred during procedure. The pace/sense portion of the chronic lead was capped and the rv high voltage coils remain in use. An old chronic lead that was previously capped but useable was tested to be in good condition and used as the pace/sense lead in the bi-v ICD. No patient complications have been reported as a result of this event.